Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary:(B) (4) no anomalies found however, blood was noted in the helix mechanism on visual inspection. (B) (4) blood was noted in the helix mechanism on visual inspection.

Event description:
It was reported during the implant procedure that the helix of both leads extended during implant attempt. The physcian mmade several attmepts to retract the helix from both leads. Neither lead was implanted. No patient complications were reported as a result of this event.